Event description:
It was reported that when first turning the handle of the q-fix to tension the anchor there was a louder than normal "crack". Upon fully rotating the handle and unravelling the suture, removing the inserter and guide the anchor had not deployed. Inspecting the guide and inserter, it would seem the soft bone had actually gone in to the inserter and blocked the suture anchor from deploying. Nothing was left inside the patient, however an additional bone hole was made to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Added device expiration and manufacture dates. The returned device is declared as an MDR, intended for use in treatment and was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the q-fix all suture anchor shows a bent shaft. A inside view on the shaft revealed that it is clogged. The suture was found outside on the backside. There are no manufacturing abnormalities visible on the device. The device could not be functional tested caused by the damaged parts. The complaint was verified and the root cause for this event could not be determined with confidence. It is possible due to not adhering to the IFU or applying too much force during usage. This is probably causing the complaint. Please obtain the IFU for further instructions. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).